Event description:
It was reported that the filter was tilted. On (B)(6) 2001 the patient was implanted with a greenfield filter. On (B)(6) 2020, the patient received an abdominal CT scan. There was tilting of the inferior vena cava (ivc) filter apex. No patient complications were reported.